Event description:
Note: date of event and procedure date are unk. It was reported to boston scientific corporation in 2009, that a pt had an esophageal perforation following a balloon pneumatic dilatation procedure. No info was provided regarding pt complications or condition. Attempts to obtain additional details regarding the circumstances surrounding this event and pt status have been unsuccessful to date. Should relevant additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect upn, catalog# and the device lot number; therefore, the brand name, common device name, device MFR date and expiration dates, MFR site and the 510(k) info are unk. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.